Event description:
The customer stated that discrepant results were generated for patient samples tested on architect c8000 analyzer, serial number (B)(4). A falsely elevated chloride result of 111 mmol/l retested at 102 mmol/l for sample ID s7151077. An amended report was issued. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
A field service representative (fsr) was dispatched and performed troubleshooting on the architect c8000 analyzer. Multiple replacement and/or calibration/alignment procedures were performed. The fsr concluded that the discrepant results were due to sample pipettor (list number 7-204132-01) being positioned incorrectly. The issue was considered resolved by replacing the sample pipettor. Review of the service history for architect serial number (B)(4) identified no additional complaints for discrepant results attributed to the instrument. No trends for replacement of the sample pipettor (list number 7-204132-01) were identified during review of quality metrics. Review of the architect c8000 service manual for sample pipettor (ln 7-204132-01) states that once it has been replaced, verification should be performed per operation and service procedures. A deficiency of the sample pipettor (list number 7-204132-01) was not identified.

Manufacturer narrative:
Upon quality review of emdr data on (B)(6) 2013, it was discovered that the catalog # was inadvertently entered into the model # field on the follow-up emdr. This emdr is being submitted to correct the blank catalog # field.